Event description:
A customer reported that the probe did not work during a vitrectomy procedure. The probe passed the priming test. When the probe was inserted into the eye it made a "funny" sound and did not perform. The procedure was completed with no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).